Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call of having high blood glucose of 400 mg/dl due to bent cannula. Customer stated that serter was not the issue but requested another one just assure that issue was not the serter. Troubleshooting was performed and customer was educated on issues that could cause bent cannula.